Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be intermittently charged properly without the customer maneuvering the cable into the charging port due to damage to the charging port. Subsequently, it was reported that the pump battery could not be charged. Customer's blood glucose reached 291 mg/dl. The customer continued to use the pump for insulin therapy.